Event description:
A malfunction alarm was reported, specifically displaying malfunction code 12, with the fault ID 12-0x2071. The issue did not cause the customer's blood glucose to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was able to continue using the pump and was instructed to contact support if the issue reappears, which they acknowledged and understood.